Event description:
It was reported that the patient dislocated right hip after surgery at home.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The reported dislocation does not allege a failure with the trident shell. The area of dislocation is between the liner and head. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. Corrected data-lot number.

Event description:
It was reported that the patient dislocated right hip after surgery at home.